Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No over/under delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Unit was received without the original belt clip. Unable to verify damage to the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 577 mg/dl at the time of incident and the current blood glucose of the patient is 122 mg/dl. Customer treated with insulin pump. Customer had symptoms like vomiting. Customer was alleging possible pump under delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.